Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type: lead product ID: 977a275 serial# (B)(4) implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 13-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep met with patient in pre op, she reports not getting right side coverage. Only left. Needed bilateral. Attempted repro in pre op, left side coverage only. Lead revision was done. Issue was resolved.